Event description:
It was reported that during basilar artery (ba) occlusion case, when the subject guidewire was used to guide the microcatheter through lesion, even after repeated attempts with the subject guidewire it failed to successfully cross the lesion. Upon removing, it was observed that the subject guidewire tip was kinked. The procedure was completed successfully without any clinical consequences to the patient. The subject guidewire was returned for analysis and the device investigation revealed that the subject guidewire distal tip was found broken during use.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject guidewire was seen to be kinked/bent. The subject guidewire distal tip was seen to be broken/fractured and kinked/bent. Functional inspection was not carried out due to damage. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event catheter has difficulty tracking over guidewire could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported event guidewire distal end/tip kinked/bent was confirmed. The device failed to meet specification when received due to the damage noted. Additional information received indicated that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. Friction/resistance was noted at the location of the lesion. The subject device was returned, and it was confirmed that the distal end of the subject guidewire was kinked. It was also noted to have been fractured. There was also kinking noted to the mid-section of the guidewire. It is probable that the guidewire was kinked during the attempt to cross the lesion causing the guidewire to fracture during removal from the patient. An assignable cause of procedural factors will be assigned to the reported events catheter has difficulty tracking over guidewire and guidewire distal end/tip kinked/bent and to the analyzed events guidewire distal tip broken/fractured during use, guidewire distal end/tip kinked/bent and guidewire kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.